Event description:
The trial did not appear to be the same size and shape as the implant. There was difficulty getting the final implant assembly to sit flush on the prepared tibia. The surgery was extended 75 mins.

Manufacturer narrative:
This report will be amended when our investigation is complete.